Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Went to change tampon, only thing that came out was the string [foreign body in reproductive tract], went to change tampon and only string came out [complication of device removal], went to change tampon, string came out [device breakage]. Case description: consumer contacted via social media and stated that she went to change the tampon, and the only thing that came out was the string. No serious injury was reported.